Event description:
It was observed during the device inspection, that the ultrasonic gastrovideoscope exhibited foreign material exiting from the channel and the channel mount is clogged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: channel mount unit is clogged with foreign objects. The clogged channel with a brush. Due to wear of fe [forceps elevator] lever, u/d [up/down] knob cannot be locked securely. S-cover [scope cover] plate has peeling. Sheet holder unit has corrosion due to water leakage. Due to damage on ultrasonic cable, the number of missing element exceeds the standard value. Due to damage on cover of ccd [charged coupled device] cable, a noise occurs in the ultrasound image (while the video system is turned on). Acoustic lens is damaged. (Damage level; does not reach to the glue-layer) objective lens has a scratch. Adhesive around lg [light guide] lens has a chip. Adhesive on a-rubber [bending section cover] has a chip. Connecting tube has a buckling, a scratch and deformed. Due to wear of angle wire, the play of control knob is out of the standard value. Ultrasonic cable has a buckling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a brush that was stuck in the channel. However, it was not possible to further presume a root cause of the event. As result of confirming contents of the instruction manual for gf-ue160-al5, following sections describe reprocessing procedure: chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.